Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.